Manufacturer narrative:
Insulin pump received with buttons unresponsive due to corrosion on keypad traces. No button error alarms noted during testing. Unable to do displacement test due to unresponsive buttons. Insulin pump had a cracked case on the lcd display window corners, cracked lcd display window, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window and cracks on the reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they did not hold down any button for longer than three minutes and are unable to clear the alarm. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 140 mg/dl at time of reporting. Nothing further reported.